Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported while using the freestyle librelink, an unspecified error message was received with the adc device on the same day of insertion. As a result, the customer was unable to obtain glucose readings and became hypoglycemic with symptoms described as tiredness, drained, dizziness, and a loss of consciousness. The customer was unable to self-treat, requiring third-party treatment of glucose and sweets. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported while using the freestyle librelink, an unspecified error message was received with the adc device on the same day of insertion. As a result, the customer was unable to obtain glucose readings and became hypoglycemic with symptoms described as tiredness, drained, dizziness, and a loss of consciousness. The customer was unable to self-treat, requiring third-party treatment of glucose and sweets. There was no report of death or permanent injury associated with this event.